Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. The patient effects of death, hemorrhage, pseudoaneurysm, are listed in the electronic perclose prostyle instructions for use (IFU) as potential adverse events of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date estimated d4: the UDI is not known as the part and lot number were not provided. The additional perclose proglide devices referenced in b5 is filed under a separate medwatch report number. Article titled, a tavi programme without an on-site cardiac surgery. Department: a single-center retrospective study.

Event description:
This study compared the results of multiple transcatheter aortic valve implantation (tavi) procedures using proglide, prostyle, and other non-abbott devices. The intention of this study was to determine if tavi procedures can be performed without on-site cardiac surgery. The femoral artery was used for all access sites. The rate of vascular complications were low; however, for proglide and prostyle, included the following: failure to achieve hemostasis, pseudoaneurysm, bleeding, and hematoma requiring the use of additional closure devices, blood transfusion, and hospitalization. 6 deaths occurred; however, none were related to the use of proglide or prostyle devices. The article concluded that the performance of tavi procedures without on-site cardiac surgery can be a safe and effective method to perform such procedures. Specific patient information is documented as unknown. Details are listed in the article, "a tavi programme without an on-site cardiac surgery department: a single-center retrospective study." No additional information was provided.